Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report will be submitted to represent the impella rp flex. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 78-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, in the setting of post-cardiotomy cardiogenic shock (pccs). The patient¿s comorbidities were not fully reported. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage d shock. The clinical course was notable for recent coronary artery bypass grafting and aortic valve replacement with prolonged cardiopulmonary bypass duration. The patient was also supported with veno-arterial extracorporeal membrane oxygenation and an impella rp flex at the time of the reported event, consistent with severe cardiopulmonary compromise. During ongoing support, laboratory evaluation noted platelet count decreasing from a pre-support level of 98 to 58 on (B)(6) 2026. Concurrently with serum creatinine increased to 2.4. These findings occurred in the context of recent major cardiothoracic surgery, prolonged bypass exposure, critical illness, and concurrent multi-device mechanical circulatory support. The purge solution consisted of dextrose 5 percent in water (d5w) with 25 milliequivalents per liter of sodium bicarbonate. Due to clinical concerns, the patient was transported to the operating room for reopening of the chest and surgical washout by the cardiovascular surgery team. At the time of this intervention, the patient remained supported with veno-arterial extracorporeal membrane oxygenation, impella cp, and impella rp flex. The reported thrombocytopenia and renal dysfunction are consistent with the patient¿s underlying critical illness, recent complex cardiothoracic surgery with prolonged bypass time, and the physiologic impact of combined mechanical circulatory support.

Event description:
Additional information was received from a clinical review that reports care was withdrawn on (B)(6) 2026, and the patient subsequently expired. The death is conservatively being reported; however, based on the available information, the outcome is more likely attributable to the patient¿s underlying critical condition, including acute myocardial infarction complicated by cardiogenic shock, post-cardiotomy cardiogenic shock following recent coronary artery bypass grafting and aortic valve replacement with prolonged cardiopulmonary bypass exposure, and the severity of illness requiring concurrent veno-arterial extracorporeal membrane oxygenation and biventricular mechanical circulatory support with impella cp and impella rp flex. Additional contributing factors include progressive thrombocytopenia, renal dysfunction, and the physiologic burden of critical illness following complex cardiothoracic surgery.

Manufacturer narrative:
B2. Is death and date of death added. B5. Additional event description added. D6b. Explantation day, month and year added. H1. Type of reportable event added. H6. Health effect - impact code added.